Event description:
Pt experienced bumps and induration at treatment, site after injection. Follow up findings. Info was received 2006 that pt was treated with rinderon steroidal tablet and dasen anti-inflammatory enzyme. Symptoms have resolved.